Event description:
A malfunction alarm with code "malf 3" was reported. There was no reported adverse impact on the customer¿s blood glucose level. Technical support arranged to replace the pump, as it was under warranty, and provided instructions for putting it into storage mode. The customer was also advised to use multiple daily injections (mdi) as a backup therapy and to return the faulty pump using a pre-paid label within ten days.